Event description:
It was reported that the pump battery could not be charged. Customer's blood glucose (BG) level was displayed as ¿High¿; however, a specific value was not provided. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy and to address BG.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.